Event description:
Further investigation reported the pt to have moderate iliac vessel tortuosity. Film interpretation by an outside independent physician concluded that the left lower limb occlusion was secondary due to incomplete stent graft expansion, questionably underlying vessel disease and lack of balloon angioplasty. The investigation and analysis of the explanted stent graft concluded that there was inadequate info available to draw definitive conclusions. Upon examination of the explanted device, since the contralateral limb was found to be completely occluded over much of its length and the ipsilateral limb was found to be approx 50% occluded, it was likely that the contralateral leg was on the left, which was the cause for the ischemia. The angulation of approx 90 degrees in the left iliac limb, combined with the observation of under-expanded stents in the contralateral limb, may be the cause for the occlusion. The observed suture breaks and the one-stent strut fracture in the aortic body are not likely causes for the occlusion.

Event description:
In 1999 a 28 mm diameter x 16.5mm length aneurx bifurcated stent graft was implanted for the endovascular treatment of an abdominal aortic aneurysm. The patient's medical history is unknown to medtronic/ave at this time. However, it is known that the pt had been treated with anticoagulant therapy following the implant procedure. Subsequently, the pt presented with left lower limb ischemia one year later. The left iliac artery was found to be thrombosed at that time. Although the recommended treatment for the thrombosis (percutaneous angioplasty, use of a conversion stent graft) was not performed, the pt underwent successful surgical conversion and explantation of the device. The evaluation of the explanted device is pending return from the user facility at this time. There are no additional clinical sequelae reported relative to the event and the pt is doing fine. Separate medwatch forms have been submitted for each device involved in this event.